Event description:
It is reported that the plate's holes are larger than the head of the locking screws, therefore the screws pass through the plate holes and do not lock.

Manufacturer narrative:
This report will be amended when our investigation is complete.